Event description:
It was reported that the sys 9800 intermittently would reinitialize without command and buttons and controls were inoperative. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Although the failure could not be duplicated it was found in the error logs that the fluoro function circuit board had lost operation. It was found that the power supply for that circuit board had a lower than nominal output. The power supply was adjusted to nominal. The system was tested and found to be working as intended and placed back into service.